Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. The event history log was reviewed and there was a "downstream occlusion" alarm. A downstream occlusion (dso) pressure range test was conducted and the reported issue was able to be duplicated. When performing dso pressure range test, the dso sensor's trip point was inoperable causing the pressure to go beyond specification of 28 psi. It was recommended that the dso sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was failing occlusion test. The pump was not in patient use when the issue was detected.